Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported that the customer experienced high blood glucose and no delivery alarms. It was stated that blood glucose was normal the night before and he took a bolus at dinner. Blood glucose at bed time was high and customer woke up at 315 mg/dl, he then had breakfast and blood glucose went up to 513 mg/dl. The customer changed the tubing and received a no delivery alarm. The customer declined troubleshooting for no delivery or high blood glucose as they had resolved the alar. Last blood glucose value was 417 mg/dl; customer was treated with 2.0 insulin units.